Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, crack in the middle of the optic was observed. The iol was left in the patient¿s eye and there was no immediate patient harm was known. Additional information has been requested.